Manufacturer narrative:
One sample associated to this report was received and the customer reported issue could not be duplicated. A review of the service history the device found there were no similar reports for this device. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had took a long time to read values. The customer indicated that there was no patient involved in this event.